Event description:
Robotic prograsp forcep instrument damaged, cable is broken and shredding. Instrument will be sent back to manufacturer. No patient information provided to reporter and unable to submit.